Event description:
It was reported that the pump was alarming air in line. The pump was connected to a patient when the error/event occurred. A continuous infusion rate of 2.2 ml/hour had been programmed, with a total reservoir volume of 101 ml. The length of infusion had been set to 46 hours with lock level locked. A closed system drug transfer device (cstd) was used to fill cassette. The pump was not used to prime the extension tubing and the method that was used to prime was with a pump. The event occurred while in use with a patient, and there was no patient harm reported.

Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.